Event description:
It was reported that this device was interrogated and was in safety mode. Additional information noted that the patient was hospitalized same day as safety mode was declared and replaced. Due to government order on exports of medical devices the return of this product for analysis is not allowed. No additional adverse patient effects were reported.